Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to product performance issue. This ra lead was replaced. No additional adverse patient effects were reported. Additional information was received indicating the ra lead was surgically abandoned due to high impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to product performance issue. This ra lead was replaced. No additional adverse patient effects were reported.